Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon the pledget fell apart. She manually removed the remaining pledget piece from her vaginal cavity. She called her doctor who advised that since she felt she removed all of the pieces and did not have any symptoms that she did not need to schedule an office visit for an exam. She did not experience any adverse health effects.